Manufacturer narrative:
The device did not return for analysis, therefore product analysis could not be performed. However, the event description indicates that the device was used for mitral line, cavotricuspid isthmus and anterior wall ablations, which is considered an off-label use. Hence, the reported allegation of user used incorrect product for intended use was confirmed and the allegation of st segment elevation was unable to be confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A patient experience st elevation. It was reported that a farawave was selected for a pulmonary vein isolation (pvi) redo to treat atrial fibrillation/atrial flutter. It was reported that the pvi was performed in all veins, then posterior wall moving from right sided veins to left sided veins. Patients fibrillation organized to atrial flutter. Mi line performed and activation pattern changed, so farawave was removed and right side was mapped. Appeared to still be coming from left side, so farawave was reinserted into the left heart and ablated near appendage according to esi map. Potential st elevation occurred (vs. Rv pacing), so 1 mg nitro given. ECG changes resolved within 1 to 2 min. Flutter did not terminate. Went back to right side for mapping. 1mg nitro given again before reinforcing cti flutter line using the farawave catheter. There was no additional ECG changes observed during cti line. Flutter terminated and was not reinducible and demonstrated cti block with pacing. There is a possible known cause for the complication, because of ablation near the appendage on the anterior wall, potentially close to the circumflex; patient had an amulet which had been implanted in (B)(6). There is question about whether it was st elevation or whether the patient's implanted pacemaker was ventricular pacing causing lbbb appearance on ECG. No pacing spike were observed, and pacemaker programmer was not available until after the nitro glycerin had been given and the ECG changes were already resolved. The farawave catheter was disposed.

Event description:
A patient experience st elevation. It was reported that a farawave was selected for a pulmonary vein isolation (pvi) redo to treat atrial fibrillation / atrial flutter. It was reported that the pvi was performed in all veins, then posterior wall moving from right sided veins to left sided veins. Patients fibrillation organized to atrial flutter. Mi line performed and activation pattern changed, so farawave was removed and right side was mapped. Appeared to still be coming from left side, so farawave was reinserted into the left heart and ablated near appendage according to esi map. Potential st elevation occurred (vs. Rv pacing), so 1 mg nitro given. ECG changes resolved within 1 to 2 min. Flutter did not terminate. Went back to right side for mapping. 1mg nitro given again before reinforcing cti flutter line using the farawave catheter. There was no additional ECG changes observed during cti line. Flutter terminated and was not reinducible and demonstrated cti block with pacing. There is a possible known cause for the complication, because of ablation near the appendage on the anterior wall, potentially close to the circumflex; patient had an amulet which had been implanted in january 25. There is question about whether it was st elevation or whether the patient's implanted pacemaker was ventricular pacing causing lbbb appearance on ECG. No pacing spike were observed, and pacemaker programmer was not available until after the nitro glycerin had been given and the ECG changes were already resolved. The farawave catheter was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
Correction to the initial MDR in block(s) device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
A patient experience st elevation. It was reported that a farawave was selected for a pulmonary vein isolation (pvi) redo to treat atrial fibrillation / atrial flutter. It was reported that the pvi was performed in all veins, then posterior wall moving from right sided veins to left sided veins. Patients fibrillation organized to atrial flutter. Mi line performed and activation pattern changed, so farawave was removed and right side was mapped. Appeared to still be coming from left side, so farawave was reinserted into the left heart and ablated near appendage according to esi map. Potential st elevation occurred (vs. Rv pacing), so 1 mg nitro given. ECG changes resolved within 1 to 2 min. Flutter did not terminate. Went back to right side for mapping. 1mg nitro given again before reinforcing cti flutter line using the farawave catheter. There was no additional ECG changes observed during cti line. Flutter terminated and was not reinducible and demonstrated cti block with pacing. There is a possible known cause for the complication, because of ablation near the appendage on the anterior wall, potentially close to the circumflex; patient had an amulet which had been implanted in (B)(6) there is question about whether it was st elevation or whether the patient's implanted pacemaker was ventricular pacing causing lbbb appearance on ECG. No pacing spike were observed, and pacemaker programmer was not available until after the nitro glycerin had been given and the ECG changes were already resolved. The farawave catheter was disposed.